Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for low blood glucose (value not provided). The contact did not have additional information. Although multiple attempts were made to contact the customer, no reply was received.